Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-01260; 2134265-2014-01261 (B)(6) clinical study. It was reported that restenosis and angina occurred. In (B)(6) 2012, the patient presented due to silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de novo ostial lesion located in the 1st diagonal with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 40 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 2.75 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de novo lesion located in the distal rca with 95% stenosis and was 32 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented with unstable angina and was subsequently hospitalised. There was a 100% stenosis in the mid rca which was treated with balloon angioplasty and placement of an unspecified drug eluting stent (des). Following post dilatation. Residual stenosis was 0%. The event is considered recovering/resolving.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-02903, 2134265-2014-03073. It was further reported that prior to the index procedure, the patient presented with unstable angina. The target lesion #2 extended to the distal right coronary artery (rca) and target lesion #3 extended to the right posterior descending artery (r-pda). In (B)(6) 2014, the mild in-stent restenosis of the previously placed 3.0mm x 16mm taxus stent and the 100% restenosis occurred in the previously placed study stents and was treated with placement of 3 non-bsc drug eluting stents. In addition, a 90-95% in-stent restenosis (isr) of previously placed ion non-study stent in distal left circumflex (lcx) was treated with placement of 2.75 x 23 mm non bsc drug eluting stent. Medication was given to treat this event. Two days post hospitalization, the subject was discharged.